Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current test and self test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Charge, battery lasts less than expected confirmed.

Event description:
Information received by medtronic indicated that insulin pump had low battery alert and insert battery alert. Customer stated that battery did not last more than 1 week. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.